Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced urge, incontinence, vaginal erosion and infection. Following explant of the sling, the pt experienced tenderness in the public area and was diagnosed as having osteitis of the pelvis. The device was not returned for eval.